Manufacturer narrative:
Device evaluation did not show any malfunction. Complication may be related to improper guide fit in the patient's mouth due to distortions on the stone model sent in by the doctor.

Event description:
Doctor used a surgical guide for dental implant surgery. She followed the instructions for use and thought that everything went well. When she took the CT scan she noticed that the implant is way more buccal than planned. She did bone grafting around the implant and is now waiting to see if the implant will be successful.